Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the fully rear locked position with a kink at the distal tip and without the anchor at the distal tip. The hemostasis sheath and locator were returned, and no damage or issue was identified with the components. The hemostasis sheath was cut open to inspect the hub, and the anchor was found to have been present within the device. Functional testing was performed by attempting to connect the carrier tube and the locator to the hemostasis sheath. Both components were able to be fully connected to the hemostasis sheath and no issue was identified with connection of the components. The complaint was unable to be confirmed for a locking issue. The exact root cause was unable to be determined. The likely cause was determined to have been improper assembly of the components as the components were able to be connected properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the physician was deploying the involved angio-seal into the groin but when the angio-seal device was inserted into the sheath they would not click together. It was removed. Nothing was left behind in the patient and manual pressure was held. Procedure taking place was left heart cath right coronary artery (rca) access using 6fr sheath. The event occurred intra-operative. The estimated blood loss was less than 250cc's. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.